Manufacturer narrative:
(B) (4). Evaluation: method - (other): lens work order search, cartridge lot search, injector lot search. Results - (other): a lens work order search was performed and one similar complaint was found within the same work order. Performed a cartridge lot number search and one similar complaint was found within the same lot number. Performed a injector lot number and four similar complaints were found within the same lot number. (B) (4).

Event description:
The reporter stated the surgeon inserted a aq2015a lens, 22.0 diopter. The lens was removed due to lens tear. Lens was removed with no patient injury. The reporter stated the lens was damaged by the injector. Another same model and size lens was implanted.